Manufacturer narrative:
A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial biopsy procedure the navigation system became unresponsive when uploading exams from a usb. Representative also mentioned that the CT exams were already pulled from the usb. Medtronic representative performed a soft reboot by pressing ctrl+alt+backspace, this resolved the issue. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.